Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 3389s-40, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), product ID: 3389s-40, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare professional (hcp) via manufacture representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the healthcare professional (hcp) discovered infectious cerebritis at the lead. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a rep indicated the cause of the infectious cerebritis was unknown. Actions taken to resolve the infectious cerebritis included a washout.